Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the intraoperative impedance measurement, all values were above 4000 ohms. It was also reported that the patient does a lot of sports but the cause of the event remains unknown.

Manufacturer narrative:
Concomitant medical product(s): product ID: neu_unknown_lead, serial# unknown, product type: lead . Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source; 3007566237-2020-00173. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they no longer had access to the iph in december. They changed the electrode and implantable neurostimulator due to elective replacement indicator (eri). It was noted that the patient did a lot of sports. The issue was resolved at the time of report.